Event description:
It was reported that the video system center experienced contact problems due to a defective socket/flat plug-in unit. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the malfunction. Olympus presume that the cause is failure of the scope connector socket. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.